Manufacturer narrative:
Medwatch sent to FDA on 3/1/2016. The event of "seroma" is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported that four to six months post implant with seri surgical scaffold, the patient developed a seroma on an unknown side.